Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: a review of the black box showed evidence of a call service 012 alarm. The pump was run for 24 hours and no call service alarms were duplicated. The pump cover was removed to find no evidence of internal moisture or defects to the printed circuit board or internal components.